Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced return of their symptoms on the left side of the body. Diagnostics indicated high impedances. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The allegation of malfunction was with the right extension and not this device. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable. The reported device is documented under [manufacturing report number: 1627487-2025-04727]. Correction: h6 - health effect - clinical code, health effect - impact code, and medical device problem code have been corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the allegation of malfunction was with the right extension and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 1627487-2025-04727].